Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the lens of the device was identified to have broken off. No patient involvement or procedural delays were associated with the event as it was identified during service.

Manufacturer narrative:
The reported event that ¿lens broken off, button missing¿ were confirmed during the device evaluation. During the visual inspection it was observed that the large led lens was broken off and the pin that holds the select button in place was missing. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the lens of the device was identified to have broken off. No patient involvement or procedural delays were associated with the event as it was identified during service.